Event description:
The customer contacted stryker to report that their device synchronized cardioversion was not accurately reading. In this state, the device may not be able to provide synchronized cardioversion to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed a failure of the ECG connector causing the synchronization to fail. The device ECG connector was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.